Manufacturer narrative:
Tech found that when the hi/low is all the way up in the high position, the bed will not go into trendelenburg or reverse trendelenburg position. Isolated the alleged problem is in the emergency trend valve. Entered order for replacement emergency trend valve. Repair not yet complete.

Event description:
Info received that when the hi/low is all the way up in the high position, the bed will not go into trendelenburg or reverse trendelenburg position. No injury reported.